Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke during surgery and remained inside the patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: then the probe was inspected and found the tip was broken off and missing, so the foreign object might be the missing tip. The foreign object is remaining inside the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be in contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The reported failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the tip broke during surgery and remained inside the patient.